Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with cslp 3-level variable angle plate and screws at levels c4-c5, c5-c6 and c6-c7 on unk date. Hardware was removed on (B)(6) 2011 to repair an adjacent level issue. Pt revised to zero-p implant at levels c3-c4. There was no issue with the cslp hardware. Hardware was only removed to repair adjacent level. This is the 7th of 9 reports submitted on this event.